Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ in the c1, c4, c6. Patient experienced inflammation. Moderate inflammation of the chin. In treatment for non-device related acute mastitis, also fever, in treatment with amoxicillin 1 gr every 8 hours. Exploration: mild induration of the chin non generalized. Ultrasound: mild edema. Collection not observed. More painful areas c6 and c2. No signs of acute inflammation or crepitation. Zamene 30 every 12 hours, amoxicillin 1 gr every 8 hours. Symptoms on going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "mastitis", deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Healthcare professional later reported symptoms have resolved.